Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: detail: it was reported that various physicians encountered problems with the catheter knotting up during placement. No injury reported.